Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device further in the tube than it was placed/migration of essure device") and ovarian cyst ("ovarian cyst/too painful due to the cyst") in a female patient who had essure (batch no. 627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, multi gravida and parity 3. Concurrent conditions included migraine, headache, vaginal discharge, anemia, gerd, right upper quadrant pain, enterocele, polycystic ovaries, pelvic adhesions, hyperplasia and stress urinary incontinence. Concomitant products included iron, pantoprazole, sumatriptan succinate and topiramate. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"). In may 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), migraine ("migraines"), dyspareunia ("dyspareuniapainful intercourse/dyspareunia (painful sexual intercourse 2.7 centimeter cysts on my uterus"), pelvic pain ("pain/pelvic pain"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"), headache ("headaches") and female sexual dysfunction ("apareunia inability to have sexual intercourse"). In (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition:uterine fibroids"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), depression ("depression"), dysmenorrhoea ("dysmennorhea(cramping)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain") and adnexa uteri pain ("fallopain tube pain"). The patient was treated with surgery (oophorectomy (bilateral removal of ovaries) and hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes)) and bladder sling was placed at the same time as hysterectomy.. Essure was removed on 28-nov-2018. At the time of the report, the device dislocation, ovarian cyst, depression, menorrhagia, urinary incontinence, headache, uterine leiomyoma and female sexual dysfunction outcome was unknown and the vaginal haemorrhage, migraine, dyspareunia, pelvic pain, dysmenorrhoea, vaginal discharge, vulvovaginal pain, uterine pain and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary incontinence, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure removal dates 30sep2015, 24aug2016, 28nov2018 (bilateral salpingectomy, total hysterectomy (uterus and cervix removed), bilateral oopherectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2016: there are two sub serosal nodules in the areas of previous fallopian tubes measuring 0.3x0.2x0.2 cm and 1x1x0.5 cm.. Considering the injuries reported in the following case the following events were confirmed via patients medical records:pelvic pain,menorrhagia, fibroid uterus,dyspareunia,dysmenorrhea,urinary stress incontinence and heavy menstrual bleeding. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and medical record received : lot number added. Following events were added : vaginal bleeding, menorrhagia, urinary incontinence, headaches, dysmennorhea (cramping), vaginal discharge, uterine fibroids, apareunia inability to have sexual intercourse,too painful due to the cyst/, ovarian cyst(event clubbed),vaginal pain,uterine pain and fallopian tube area pain. Concomitant conditions and products added. Outcome of event pain, migraine, painful intercourse was changed from unknown to recovered/resolved. Medical history added. Reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device further in the tube than it was placed/migration of essure device") and ovarian cyst ("ovarian cyst/too painful due to the cyst") in a female patient who had essure (batch no. 627304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, multi gravida and parity 3. Concurrent conditions included migraine, headache, vaginal discharge, anemia, gerd, right upper quadrant pain, enterocele, polycystic ovaries, pelvic adhesions, lymphadenopathy and stress urinary incontinence. Concomitant products included iron, pantoprazole, sumatriptan succinate and topiramate. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), migraine ("migraines"), dyspareunia ("dyspareuniapainful intercourse/dyspareunia (painful sexual intercourse 2.7 centimeter cysts on my uterus"), pelvic pain ("pain/pelvic pain"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"), headache ("headaches") and female sexual dysfunction ("apareunia inability to have sexual intercourse"). In (B)(6) 2012, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition:uterine fibroids"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), depression ("depression"), dysmenorrhoea ("dysmennorhea(cramping)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain"), uterine pain ("uterine pain") and adnexa uteri pain ("fallopain tube pain"). The patient was treated with surgery (oophorectomy (bilateral removal of ovaries) and hysterectomy(full),salpingectomy(bilateral removal of fallopian tubes)) and bladder sling was placed at the same time as hysterectomy.. Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ovarian cyst, depression, menorrhagia, urinary incontinence, headache, uterine leiomyoma and female sexual dysfunction outcome was unknown and the vaginal haemorrhage, migraine, dyspareunia, pelvic pain, dysmenorrhoea, vaginal discharge, vulvovaginal pain, uterine pain and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary incontinence, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: essure removal dates (B)(6) 2015, (B)(6) 2016, (B)(6) 2018 (bilateral salpingectomy, total hysterectomy (uterus and cervix removed), bilateral oopherectomy . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2016: there are two sub serosal nodules in the areas of previous fallopian tubes measuring 0.3x0.2x0.2 cm and 1x1x0.5 cm. Considering the injuries reported in the following case the following events were confirmed via patients medical records:pelvic pain,menorrhagia, fibroid uterus,dyspareunia,dysmenorrhea,urinary stress incontinence and heavy menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines"), dyspareunia ("painful intercourse") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, depression, migraine, dyspareunia and pelvic pain outcome was unknown. The reporter considered depression, device dislocation, dyspareunia, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.